Event description:
During the initial implant procedure, an increase in pacing impedance was discovered on right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable and there were no consequences.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance was not performed due to the damage noted at the connector region. X-ray confirmed the inner coil was over torqued at the connector region which is consistent with procedural damage.